Manufacturer narrative:
Evaluation results revealed one fast-fix 360 curved ndl delivery sys insertion needle device was returned for evaluation of the reported complaint mode, ¿t2 pre-deployment¿. The one insertion needle and three implant/suture constructs were received. The device failures could not be confirmed. The investigation is ongoing. A review of the device history records was performed which confirmed no inconsistencies. (B)(4).

Event description:
It was reported that during a knee arthroscopy and meniscal re-fixation procedure utilizing the fast-fix 360 curved ndl delivery sys, the surgeon experienced failure at the moment of the deployment of t1. When moving backward in order to position t2, he noticed that the t2 was floating and not in the inserter anymore. It was reported that a fragment broke off in the patient. The fragmentation was removed with arthroscopic instruments. The procedure was completed with a back up device. There were no reported patient injuries or complications. All implants were removed from the patient. There was reported 1 minute delay in completing the procedure.